Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked, the hcp indicated the pelvic health stimulator went off when the patient walked through the security screener. They also noted that the store's alarms went off and the ins turned off. The hcp said the ins was already replaced and it is unknown at the time of the report if the device will be returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they have a pacemaker, pelvic health stimulator, and spinal cord stimulator and "one of [the implants]" goes off when they go into a store; the stimulator pinched the patient which hurt when they went through a security scanner. They noted that they shut off the ins and turned therapy off as well. During the call, the call center reviewed security labeling. Patient also said the ins goes on and off by itself and they had a return of symptoms. The patient also went into the healthcare provider (hcp) a couple weeks ago because they knew something was wrong so the ins was checked; it was discovered that it was low/almost dead so they are getting the battery replaced. The patient added that they don't know if the ins was being replaced due to normal battery depletion. No further patient complications have been reported as a result of this event.